Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damage cannula or to determine whether it contributed to the patient's infection and hyperglycemia. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that on (B)(6) 2014, she activated a new pod on her back and her blood glucose, carbohydrate intake and insulin history is as follows: she stated that her site is now swollen, red and that the cannula was(B)(6) 2014, she went to her doctor who confirmed that there was 3 pieces broken into her skin. They had to numb the area with novocain, used tweezers and a scalpel to remove the foreign object out of her skin. They also placed her on a 10 day treatment of antibiotics.